Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device was part of a system revision due to a staphylococcus infection. The device and associated leads were explanted. A tissue deposit on the right atrial (ra) lead was observed upon its removal. A transesophageal echocardiogram was also performed revealing tricuspid valve deformation visible in the area of the right ventricular (rv) lead. The procedure was completed without complication. No additional adverse patient effects were reported.